Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer thought their bg was low so they consumed carbohydrates and drank juice causing the blood glucose to "spike". Customer went to the emergency department with a blood glucose level of 500 mg/dl with high ketones. Customer was treated intravenously with saline and insulin and was subsequently admitted to the hospital where customer was treated intravenously with saline and insulin. Customer was released two days later with the issue resolved and no permanent damage.